Manufacturer narrative:
No failure found. The 91496 command module recognized an episode of low spo2 and generated a series of high priority alarms that also included some ECG alarms. This series of alarms began at 12:41:26am, with almost constant high priority audible and visual indicators present at the monitors for over 15 minutes. We know of no reason that audible and visual alarm indicators would not have been present at the central monitor as alarm indicators for the central monitor operated according to specifications when tested by a spacelabs field service engineer. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2021 caller reports ¿ failure to alarm for spo2 for room (B)(6) on (B)(6) 2021 around 12:25 to 12:30am resulting in patient death and multiple unspecified failures to alarm for spo2 in ed this morning (B)(6) 2021.